Event description:
Boston scientific received information that during an implant procedure this right ventricular (rv) lead revealed high out of range pacing impedance measurements greater than 2700 ohms when connected to a competitor pacing system analyzer (psa) during product testing. The lead was disconnect and the cables were changed out on the psa and reconnected to the lead for further testing. The lead measurements remained the same with no visible noise on the electrogram (egm). A lead issue was suspected and the decision was made to implant a new lead. All parameters were acceptable with the new rv lead impedance measurements and the procedure was completed without any complications. The rv lead were returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
To date, the lead has not been received at boston scientific. Upon receipt the lead will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.